Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Viabahn endoprosthesis - lot #12045257, MFR report #2017233-2014-00257. Viabahn endoprosthesis - lot #12091352, MFR report #2017233-2014-00258. Gore-tex stretch vascular graft - lot #11687160, MFR report #3006215353-2014-00001. Gore propaten vascular graft - lot #4259301pp001, MFR report #2017233-2014-00259.

Event description:
In (B)(6) 2014, the patient presented with claudication. Bilateral external iliac artery and superficial femoral artery occlusions were identified. On (B)(6) 2014, two gore viabahn endoprostheses were implanted. On (B)(6) 2014, angiogram revealed filling defects and embolization with an occlusion of the viabahn device. The physician suspected the embolization was due to a previous myocardial infarction. On (B)(6) 2014, axillobifemoral gore-tex stretch vascular graft was implanted to bypass the occluded iliac vessels including the right external iliac artery where the viabahn devices were implanted. Distal anastomosis of the axillobifemoral stretch vascular graft was at the profunda artery bilaterally. A right above the knee femoral-popliteal bypass graft was also implanted using a gore propaten vascular graft. The axillobifemoral gore-tex stretch graft occluded on(B)(6) 2014. A thrombectomy was performed to treat the vascular graft occlusion. The propaten graft was explanted and replaced with a removable ring gore-tex vascular graft. No report of an graft occlusion involving the propaten vascular graft was received.